Event description:
Reporter called to report on behalf of his wife regarding an issue with a trueresult glucometer and nipro diagnostics. Reporter stated he received this device a few weeks ago, but it came without calibration fluid. He said he read the manual, which says to use calibrating fluid before testing. He said since he could not find the calibrating fluid, he called the manufacturer on (B)(6) 2013 and requested for them to send him some. He tested the device without the fluid, against 2 other blood glucose meters, and got about a 100 point difference. He stated this could potentially be extremely dangerous and harmful to people. He said he has used other machines in the past and the calibration fluid has always been included. The reporter said he has still not received the calibrating fluid. Reporter strongly feels the manufacturer should include this calibration fluid with the device, especially since the device requires it before being used. The reporter would like the packaging to change and either include the calibrating fluid, or say on the label that the device does not include it. Reporter is extremely concerned about this issue.